Event description:
Approximately five days later, a revision procedure was performed due to a suspected right ventricular (rv) lead clavicle crush or lead dislodgment. During the procedure, the fluoroscopy revealed a slight compression of the lead insulation although the conductors appeared to be in place. The decision was made to abandoned the lead and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, it was noted that this right ventricular (rv) lead exhibited noise. An x-ray and isometric arm movmements were performed. Isometric testing revealed that rv impedances were less than 200 ohms. An rv lead clavicular crush or lead dislogment was suspect. To avoid innappropriate thearpy, the device was reprogrammed. A revision procedure was performed in the near future. No adverse patient effects were reported.